Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit had a backup alarm failure. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:28jan2021. B4:29jan2021. The technical support (ts) confirmed the reported problem. The customer replace and installed the central processing unit (cpu) board to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.